Event description:
On (B)(6) 2015 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020, a computed tomography (CT) scan of the abdomen revealed that the filter was slightly tiled backwards with its superior tip appearing to be implanted within the posterior inferior vena cava (ivc) wall.

Event description:
On (B)(6) 2015 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020, a computed tomography (CT) scan of the abdomen revealed that the filter was slightly tiled backwards with its superior tip appearing to be implanted within the posterior inferior vena cava (ivc) wall.